Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/18/2017 with the following findings: a review of the black box showed loss of primes with both low force and zero force readings. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of primes occurred. The force sensor calibration test revealed the force sensor was not detecting the correct force. The pump was opened to find moisture damage on the printed circuit board. The low force was due to moisture damage. The pump case was cracked near the top right corner of the display.